Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the pulse generator had reached elective replacement indicator - eri. It was also noted that the device exhibited loss of capture and loss of sensing. The patient was asymptomatic. The device was programmed off; the patient is receiving a heart transplant.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted the device was explanted and replaced. No patient symptoms were reported.